Event description:
Event description guidant received information that during an office visit, this pacemaker induicated a battery status of 50% with an expected longevity of four year remaining. Today, it was discovered that the device declared end of life (eol). The device was then removed and replaced due to the early battery depletion. At a later time, the device could not be interrogated, due to the depleted battery. The patient was not pacemaker dependent and no adverse patient effects were reported.